Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient sufferes from elevated ion levels.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Update (3/15/2017) pfs and medical records received. Alleges constant pain in hip, knee and back, difficulty sleeping-pain starts at feet and travels to the top of my head awakening me daily, elevated thyroid levels, altered sense of smell-cannot smell pleasant odors, only chemical odors, inability to do daily housework, requires a cane to walk long distances. Right hip revised for pain, elevated metal ions, mild fluid collection. Revising surgeon identified corrosion and metallosis of the trunnion and inside the femoral head. Decompressed fluid collection from the anterior capsule. No reported loosening of stem or cup components. No identification of any osteolysis intraoperatively. Metal ion labs present > 7.0 ppb supporting alleged metal ion elevations. Metallosis and corrosion: taper added to the complaint. Prod/lot updated.

Manufacturer narrative:
(B)(4).